Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Infection in hip joint replacement, previous washouts attempted with infection not resolved. Decision was made to remove all implants and replace with cement loaded with antibiotics to deal with the infection. Plastic surgeon involved to manage tissue loss. Plan is to bring him back to theatre once the infection is resolved and the wound has healed. Implants in place are reclaim with pinnacle multihole cup and bimentum shell cemented in place.